Event description:
The affiliate reported: the icp was not correct when the sensor was placed. Very high pressure : 45mmhg. A new sensor was placed : the pressure was 20mmhg. Additional information from the affiliate stated: the sensor was replaced in the same surgery, on (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor, catheter material or connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.